Event description:
Patient reported left rupture. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on february 23, 2024. Lot number 3145599 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed one opening assessed as fold flaw opening. ¿ cancer-breast: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left rupture. Device has been explanted.